Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (serial#: (B)(4)) displayed "tcm ID:06" (ce post failure) error message. Treatment was discontinued due to the patient condition. Per customer, patient expired at a later time not due to the thermogard console treatment.